Manufacturer narrative:
H10. Additional/updated information ¿ a2, a3, b5, d1, d4 catalog number/ expiration date/ serial number/ (UDI) #, d10, g2, g4 510k, h6, h7, h8 & h9 d10. Concomitants-cat# 200-02-32-patella, sn (B)(6). Cat# 02-101-01-0340-femoral logic ps sz 4 rt, sn (B)(6). Cat# 02-012-41-4030-tray tibial logic, sn (B)(6). H6. Investigation results-the logic tibia implant psc with serial number (B)(6) is s confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s condition and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition of extensive synovitis and arthrofibrosis as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. There is no mention of device malfunction in the revision operative report. The insert device was manufactured approximately 45 days prior to implant. These devices are used for treatment not diagnosis. H11. Correction- d7a- no.

Event description:
On (B)(6) 2016 revision operative report- patient was revised to competitor¿s devices. Postoperative diagnoses: 1. Status post mechanical failure right knee arthroplasty ¿ instability 2. Status post total knee arthroplasty 3. Diffuse synovitis / indications are based on the patient's persistent pain, stiffness, and loss of function. Radiographic and clinical analysis revealed no evidence of infection. The patient has severe multi-directional instability with 5+ mm drawer testing and greater than 5 degrees of varus - valgus instability. Findings: the patient was found to have a severe amount of synovitis. There was no significant softening of bone on the femoral side or tibial side. The patella was intact. On the femoral side, there was no micromotion loosening of the implant and lateral shifting. On the tibial side there was good fixation. The asymmetry of tracking was unacceptable. Severe arthrofibrosis and synovitis mass. Patient was taken to the recovery room in stable condition. There is no mention of polyethylene issues.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure, limited range of motion, and instability could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2013. Approximately 2 years and 9 months the patient had a right knee revision on (B)(6)2016. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has suffered the following injuries and complications: joint pain, joint swelling and stiffness, limited range of motion, loss of mobiity, tissue damage, revision surgery, instability, loss of function, synovitis.

Manufacturer narrative:
Pending investigation.